Event description:
Reporter alleged blood glucose results of 254 mg/dl, 184 mg/dl, and 103 mg/dl on the compact plus system when tests were performed back-to-back. No symptoms, and no treatment or action based on the results were reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and a replacement product was sent.